Event description:
The customer reported that the left monitor would not power on. This issue will cause the system to be unusable due to a loss of the live image. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available. The customer cancelled the service call.